Event description:
Procedure was scheduled as lumbar decompression with enspire. Patient was prepped and draped sterilely. Trocar was placed by physician with the aid of fluoroscopy. Enspire device was opened sterilely and given to physician. Device was placed and procedures to perform discectomy began. Device didn¿t seem to be working properly. Physician withdrew device from pt¿s back. Upon fluoroscopy of patient¿s back. Upon fluoroscopy of patient¿s back it was revealed that a piece of the device remained in the patient¿s disc space. The procedure was aborted at that time. Device was taken by sales rep to return to company for eval. Date of use: (B)(6) 2013. Reason for use: herniated disk.